Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
The patient was experiencing dizziness and was ¿delirious¿. The patient stated his cgm was reading 78 mgdl and the bg meter was 580 mgdl. The patient self-treated by taking insulin. The patient stated that he was not feeling well during the time of report and planned to go to the emergency room (ER). However, follow-up attempts to reach the patient for further event details were unsuccessful. There was no documentation of medical intervention.

Manufacturer narrative:
(B)(4).